Event description:
The external pulse generator was returned to the company service department for device modification and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). It was further observed that the upper case and two side bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, and the ring was bent.